Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. A lot specific search or review of manufacturing records was not possible as no lot number was provided. It should be noted that no device was returned. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On the (B)(6), at (B)(6), a revision surgery of a duraloc liner was performed. The patient had on the x-ray a clear head migration according to the surgeon so the decision to revise was taken. During the surgery it was decided to exchange only the liner (duraloc 50mm liner, 122028150 and 124950000 ring) and the head, with a ceramic 28mm +1.5 head (136528310). The cup and stem were well fixed, the patient received the initial implants 10 years ago.